Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 4/6/2017 resulted in defect found and the event was determined to be reportable. Most likely underlying root cause washed strips. No chemistry observed. No further investigation required.

Event description:
Consumer reported complaint for test strip not recognizing or test strip not absorbing the blood. Mother is calling on behalf of the customer. Customer stated he placed the strip in the meter and it would not absorb the blood. The customer was using proper testing technique. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. Customer stated supplies are stored in the dining area. The customer was using the proper test strips. The test strip lot manufacturer's expiration date is 12/17/2017 and open vial date is (B)(6) 2017. Adverse event not reported at time of call on (B)(6) 2017.